Manufacturer narrative:
The exact date of event is unknown. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # part#323.202, lot#3069353, manufacturing location: (B)(4), manufacturing date: jan 20, 2009. No non conformance records were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. A service history of the past three years for part number 323.202 with lot number 3069353 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is jan 20, 2009. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The customer reported the item was missing components. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: compression spring, 1.8mm drill sleeve and threaded nipple. The item was repaired per the inspection sheet and passed synthes final inspection on oct 05, 2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that two universal drill guides are missing components. The 2.0mm drill guide is missing the spring component and the 2.4mm drill guide spring appears to have snapped off. This was discovered prior to a tibial plateau leveling osteotomy (tplo) surgery. Another device was available to complete the surgery. This report is for one (1) drill guide. This is report 1 of 1 for com-(B)(4).